Manufacturer narrative:
The customer did not return the device for evaluation. The contour ts test strips associated with the event are expired, therefore in-house testing could not be performed. A device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient family was the initial reporter so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) called on behalf of the customer to report that one of their blood glucose readings was not stored in the memory of the contour ts meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.